Event description:
Reporter alleged the patient received the result of 31.3 mmol/l on the mobile system and 2.9 mmol/l back to back within 10 minutes on the professional system. Reporter stated the patient was treated with lemonade and fruit which brought the blood glucose up to 8.7 mmol/l on an unknown system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(4). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.